Event description:
Customer reported that filter had separated at the tubing to filter joint, causing the loss of tpn solution. This incident occurred in the home of the pt. No pt injury was reported.